Event description:
Nurse administered three injections to one pt. After each injection; needle was retracted and placed down. Nurse went to place syringes in sharps collector, one needle popped out and struck her left thumb.